Manufacturer narrative:
Siemens is conducting an investigation of the reported event. A supplemental report will be submitted if additional information becomes available. Code 4755 - unknown component.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee floor unit. During an interventional procedure following the heart valve replacement, no x-ray could be released by the user. Detailed clarifications of this event are currently ongoing; therefore, the event is reported in doubt. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
The initial malfunction occurred on the artis zee floor unit on march 6, 2024(MDR # 3004977335-2024-00033). The on-site service interventions following the incident showed a ¿potential write performance issue¿ indicating a problem with the image disk and/or the copra board. Therefore, the image disk and the copra board were replaced as part of service activity. However, the issue re-occurred on may 15, 2024, (MDR # 3004977335-2024-00059) during a heart replacement procedure. There were no health consequences associated with this event. Further detailed investigation showed sporadic issues with the sas (serial attached scsi) controller. The sas controller serves as the interface between storage devices and the computer's motherboard, facilitating data transfer between them. The log-file showed that when the x-ray was performed, the image file system component in the image acquisition system (ias) was not able to write x-ray data on the image drive due to a timeout failure. Furthermore, system event log showed a sas controller error for the image drive. Subsequent, the system was not able to produce x-ray. To prevent any further recurrences, the entire image acquisition system pc was replaced on may 23,2024. However, the investigation did not identify any hardware problems. The system was kept under observation for approximately 2 months. The error has not reoccurred. Clear root cause of the issue could not be determined. According to the experts, a contact problem was the most likely cause of the observed behavior, which may have been remedied by vibrations during transport. The primary UDI number was corrected in section d4.